Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The device failed the audio test during the call. The customer¿s blood glucose was 330 mg/dl. The customer reported that they had called in previously on (B)(6) 2019 due to audio anomaly issues and blood at site. During the (B)(6) 2019 call, the customer reported that the pump did not beep when they had low blood glucose and the customer was assisted with troubleshooting, and the device passed the audio beep test at that time. The customer reported that they noticed the pump was not beeping again on (B)(6) 2019. The customer also reported that they noticed blood at the sensor insertion site. The customer changed out the sensor and the bleeding stopped. They did not receive medical treatment as a result of the site issue. The insulin pump will be returned for analysis. Cross reference case-(B)(4) for prior audio anomaly documentation.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the pump history due to broken pin 6 trace on keypad assembly.